Manufacturer narrative:
The customer returned the pump for alleged pump error 15, pump error 4, and pump error 23 alarms found on (B)(6) 2023. The pump passed the self test and displacement test. The pump was successfully downloaded using thump. No pump error 15, pump error 4, or unexpected pump error 23 alarms occurred during testing. A review of the pump history file shows on (B)(6) 2023 at 16:47 the pump alarmed: pump error 15 ((B)(6)) due to a software error. Pump error 4 ((B)(6)) alarm is a consequence of error 15. Pump error 23 ((B)(6)) alarm and is a post_reset_ram_crc. Ram critical data check fails during system start-up. This fault often happens if the pump restarts without a safe shutdown. The pump was cut open for visual inspection. No evidence of physical or moisture damage was found on the electronic assembly (pcba 1 and pcba 2), motor, or force sensor. A test p-cap does lock into place inside the reservoir compartment properly. The following were noted during the physical inspection: scratched case, stained keypad overlay, and pillowing keypad overlay. Pump error 15 alarm is confirmed due to a software error. Pump error 4 alarm is confirmed as a result of error 15. Pump error 23 alarm is confirmed, fault often happens if the pump restarts without a safe shutdown. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer faced post-reset ram crc alarm (pump error 23), ¿the critical block and inverse critical block did not add to zero¿ alarm (pump error 15) and 'motor arm cannot communicate with the main arm' error (pump error 4). No harm requiring medical intervention was reported. Troubleshooting was performed and customer was able to clear the alarm and complete rewind. Advised customer to replace insulin pump. The customer will discontinue to use the pump and revert to health care professional¿s plan. The insulin pump will be returned for analysis.